Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe high blood glucose event described as another event of high sugar while using the ilet bionic pancreas. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.